Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code and lot/batch number for the stapler that was used with the ecr60g cartridge? How was the procedure completed? Was there any patient consequence? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? If yes, how was the device removed from tissue? Was there any damage to the tissue?

Event description:
It was reported that during a gastric septation procedure, there was a malformation of the staple line. Unknown how case was completed. There were no adverse consequences for the patient reported.